Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -6.50/1.50/094 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.